Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had a line across the screen that appeared to be underneath the screen. There was no reported impact to customer's blood glucose level. Reportedly, customer will continue to use current pump for insulin therapy.